Event description:
In 2008, the patient reported there appears to be insulin in the cartridge chamber of her infusion device. The patient was instructed to remove the cartridge and turn the device upside down and when she did so, insulin droplets fell out. She also felt wetness around the adapter and when she inserted a cotton swab into the chamber, it came out wet. The patient stated she changed her insulin cartridge 3 days ago and did not have the adapter and tubing attached to the cartridge prior to inserting it. The patient was advised to switch to her backup infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.